Event description:
On (B)(6) 2012, we became aware of an event where the pharmacist failed to include manually-added ingredients into a patient's tpn. The customer reported that there was no patient harm or adverse affect to the patient.

Manufacturer narrative:
The em2400 compounder is an automated compounding device (acd) that streamlines multi-source mixing applications for pharmacies. Our investigation has shown that the em2400 compounder operated as intended; however, the pharmacist failed to include manually-added ingredients into a patient's tpn. The ingredients missed were levocarnitine and pyridoxine and were listed in the manual additions section of the mixcheck report. Per the operator manual for the baxa exactamix 2400 compounder, a manual addition allows you to add an ingredient to the finished solution manually. This type of addition may be necessary when the loaded solution includes an ingredient that meets one or more of these conditions: it is not in the configuration; is not an allowable auto-addition; its ordered volume is less than the 0.2 ml minimum required for use on the compounder. Per the operator manual for the baxa exactamix 2400 compounder, the mixcheck report provides details about the compounding process for an order. It reports information including the expected bag weight, measured bag weight, ordered ingredients and volumes, and manual additions that are required for the specific order. The manual provides the warning: "it is important to print a mixcheck report for every order, then have a cosigner (pharmacist) view and approve the entire report especially the formula name; expected weight; measured weight and difference; manual additions; and details." Risk documentation was reviewed and it was determined that the reported issue is not occurring with greater frequency or severity than anticipated for the device. This issue will continue to be monitored per baxter trend analysis procedures. Evaluation: method: testing was not performed on the device. Results: device performed according to specifications. Conclusion: device operated according to specifications. No device failure. User caused event.